Event description:
It was reported that the user experienced hypoglycemic episodes while using the ilet bionic pancreas, with no device alerts or alarms reported and the specific device component involved not identified. Symptoms included low blood glucose. Outcomes included insufficient information to characterize the health impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings, and available information did not identify a specific medical device problem or a device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.